Event description:
Endopath gia universal, 12 mm 030449. Endo gia universal roticulator, 030455. Two reloads only fired half way. The sales rep. Was in the or at time of event. No patient harm. No problem with handle, just reloads.